Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was priming during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings:a review of the black box showed evidence of a load step malfunction; ¿no cartridge detected¿ warnings were observed. During the first load attempt, the piston was unable to detect the cartridge and the complaint was duplicated. Additional testing could not be completed due to the load step malfunction. The pump cover was removed and there was a broken solder joint observed to the force sensor flex pin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.